Event description:
In this case, the patient had a small congenital septal aneurysm; a small pouch at the level of the annulus/lvot. The implant has created a pseudoaneurysm below the rca. The flow in the pseudoaneurysm has found its way inside the septal aneurysm. Intervention has not been performed at this time.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The complaint for "post implantation - thv migrated" was confirmed from imagery review by an edward-s proctor. A review of the DHR, lot history review and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. As reported, "approximately 2 years post tavr procedure for a 26mm sapien 3 ultra valve in the aortic position, a patient has a possible sov aneurysm. The implant has created a pseudoaneurysm below the rca that has continuity with the original pouch and the flow does exit in the lvot. The valve has shifted towards the rca and the pvl has appeared on the opposite side." Additionally, the imagery was not enough to do a full evaluation to confirm the severity of pvl. Additionally noted that the patient had small congenital septal aneurysm and the annulus was compatible with 26mm valve but the rest of the aortic valvular complex (sov and stj) was too tight for a 26mm valve. This situation indicates non-uniform anchoring of the thv to the annulus and over time with cardiac remodeling it could have resulted in the thv to migrate as reported. As such available information suggests patient factors (congenital septal aneurysm, cardiac remodeling) may have contributed to the reported complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.